Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2008 a memo 3d size 32 mechanical mitral repair ring was implanted. On (B)(6) 2018 a carbomedics m7-027 standard mitral valve was implanted. No further event information was received.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. The physician responsible for the procedure in question is presently on maternity leave. The manufacturer has made several attempts to receive further information and was unable to obtain further details. Due to the lack of information the root cause of the issue is undetermined at this point in time. If further information is received the investigation will be reassessed.